Event description:
It was reported that during an orif of a radius, the surgeon was drilling the bone with the drill bit and it broke at the tip where the drill bit meets the connection. The broken fragment was retrieved. Surgeon used another drill bit to complete the procedure with no further problems. No adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).